Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that coronary angioplasty was performed in the mid left anterior descending artery (lad) and mid distal lad. Three xience v stents were successfully implanted. Two hours after the procedure, there was a recrudescence of pain and st elevation. Thrombosis was found localized intra-stent (distal) of the 2.5 x 23 xience stent. Thromboaspiration was performed and an additional percutaneous transluminal coronary angioplasty (ptca) was performed and another xience v stent was implanted with good final results. The cine review of the procedure revealed that the predilation balloon catheter caused a dissection which was treated with stenting. The predilatation balloon was confirmed to be the voyager in 2008. No additional event or patient information is available.